Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. A cartridge change was performed resolving the issue.